Event description:
The customer reported via phone call that when removing the insertion needle, the sensor came out also. Blood glucose level at the time of the incident was 120 mg/dl. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor found the sensor cannula was retracted inside of the sensor base, no broken cannula was observed during our analysis; unable to confirm if the customer received the sensor in said condition due to the customer returned opened and used. A visual inspection was perform on the insertion needle found the needle bent inside of the sensor; unable to confirm if the customer received the sensor in said condition due to the customer returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.